Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction bolus via pump to address bg level. Replacement pump was sent to customer to resolve the issue.